Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021. Unique identifier: (B)(4). The clinician cleaned the adjustable pressure limiting valve during the case which resolved the issue. When the ge healthcare service representative performed a checkout of the system, the reported issue was not confirmed.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing excessive pressure during a case. The patient was switched to an ambu bag and case resumed. There was no report of patient injury.